Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. The technical support specialist informed customer to power cycle and check with local it. Device is fully communicating to server and is accessible through remote support. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system not communicating for 5 hours. The customer stated that the malfunction was occurred when they trying to pull medication. There were no adverse events or injuries reported based on this incident.